Event description:
The event was reported via a medwatch on 11/25/2008. The event is reported as: using general anesthesia via mask, about one minute into procedure there were flames under drapes at right side of face while using cautery. This caused second degree burn to pt's face.

Manufacturer narrative:
Sample not rec'd at time of this report. Investigation results not available at time of this report.